Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. Upon disc analysis, it was determined that the device power consumption is over the normal behavior and is expected to continue increasing. This device remains in service and a safety replacement interval has been calculated. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has been returned. If the product is analyzed, this report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's power supply filter capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. Upon disc analysis, it was determined that the device power consumption is over the normal behavior and is expected to continue increasing. A safety replacement interval was calculated for this device. At this time the device was explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has been returned. If the product is analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. Upon disc analysis, it was determined that the device power consumption is over the normal behavior and is expected to continue increasing. A safety replacement interval was calculated for this device. At this time the device was explanted at a surgical intervention and is expected to be returned. No additional adverse patient effects were reported.